Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿ok¿ button was unresponsive and the keypad was damaged. The patient stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. It was observed that the keypad cover was torn. The contrast and ¿ok¿ button contacts were missing and contamination was found under the contrast and ¿up¿ button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.